Manufacturer narrative:
A disconnection between the transfer set and patient line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the transfer set had disconnected from the patient line due to the patient not making a secure connection between the two devices. The patient had then reconnected. The technical service representative assisted with disconnecting the patient aseptically, removing the supplies, and advised the patient to restart therapy with all new supplies. The patient transfer set did not have to be replaced and had not had any difficulty making connections since the event. There was no patient injury or medical intervention associated with this event. No additional information is available.